Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to force sensor resistor damage by moisture. The device was received with cracked case at display window corners, scratched lcd window and no belt clip assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during prime. She confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Customer's blood glucose value was 180 mg/dl. It was advised to have the customer discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.